Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the operations service manual found the following warnings and precautions smith & nephew reusable flow control valve equipment is subject to various factors that can affect functional life which include frequency of use, method and duration of use, as well as post-operative methods and handling. Proper maintenance of your equipment is essential to achieve optimal performance over time. Symptoms of lifetime failures include but are not limited to the following: connection problems with ancillary equipment. Nicked, cut, or frayed cord. Connected indicator light does not illuminate. Missing/damaged operation controls. Wear. Smith & nephew recommends returning the device for service if any of the above symptoms cannot be resolved or as needed to maintain optimal performance. A clinical evaluation was conducted and found the information provided is insufficient to determine a causal relationship between the smith and nephew device and the reported issue cannot be confirmed. However, since it was reported the malfunction led to a change in surgical technique and a delay shorter than 30 minutes to complete the procedure. The impact to the patient beyond that which has already been reported is unknown. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint will be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the flow control unit was letting a continuous flow of saline to the tip of wand and it would not shut off. The malfunction led to a change in surgical technique an a delay shorter than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.